Event description:
It was reported that device was explanted and replaced due to rapid depletion from eri to eol.

Manufacturer narrative:
The reported rapid battery depletion from eri to eos was confirmed in the laboratory. The device was tested manually on the bench and using automated test equipment and no high current drain sources were observed. While the device was within the limits for overall longevity requirements, the sudden drop in battery voltage is abnormal. The original battery was sent to the vendor for further evaluation and no battery anomalies that could lead to internal loading were detected. The cause of the rapid battery depletion could not be determined.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.